Event description:
Related manufacturer reference number: (B)(4). It was reported the patient underwent surgical intervention on (B)(6), 2023, wherein the ipg was explanted and the penta lead was stuck in the header. No intervention is currently planned to remove lead.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
It was reported the patient underwent surgical intervention wherein the ipg was explanted and the penta lead was stuck in the header. No intervention is currently planned to remove lead. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.